Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: trocar was inserted from umbilical incision. Balloon exploded, although it was inflated as usual. Used another to complete procedure. Something looked like broken pieces of balloon were retrieved from cavity. No bleeding. No tissue damage. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).